Event description:
A device report from (B)(4) indicated a surgeon in (B)(6) reported: pt implanted with posterior pedicle screw construct from l1 to l5 using pangea polyaxial screws for an l3 burst fracture. Pt developed pseudoarthrosis at the l4-l5 segment on an unk date. Pt was returned to the operating room on (B)(6) 2012. The construct was inspected and the head of the l4 screw on the right was disassociated from the bone screw which remained well fixed in the bone, the locking cap was attached to the head and rod. The inner set screws of locking caps on the l4 and l5 screws on the left were also loose. All screws and rods were removed. Pangea screw (B)(4) was removed from the pt's right l4 pedicle. This is 10 of 22 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.